Event description:
A caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped in. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the caller through inspecting the pump and cartridge area, including checking for any damage or debris, but no issues were found. The caller then reattempted loading the original cartridge but was initially unsuccessful. Eventually, the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.